Event description:
It was reported that during implant, the physician repositioned the leadless implantable pulse generator (ipg) several times when trying to obtain a site with acceptable capture threshold parameters. The patient went into asystole during the leadless ipg positioning and a code was initiated with attempts to resuscitate the patient but this proven unsuccessful and the patient died.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: micra-delsys, model #: mc1avr1-delsys, expiration date: 28-apr-2023, serial#: (B)(4), UDI #: (B)(6), device available for evaluation: no, dev rtn to MFR? No, mfg date: 01-dec-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.